Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the reload involved with this event for failure analysis evaluation as it was discarded. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. On (B)(6) 2023, an advanced system log review was performed and reported the following information: logs show pn 480460-09, ln l11221013-0358, was installed on the system 6x (usm 2) and fired 6 reloads (2 white, followed by 4 blue). There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. Each of the 6 installs had one successful camp, followed by a completed firing. There was 1 pause for compression on firings 1-3, and 5, and no pauses for compression on firings 4 and 6. There were no stapler related errors in the log file data. This event is being reported due to the following conclusion: it was reported that during a davinci-assisted gastric bypass (roux-en-y) surgery procedure, there was a staple line leak with blood oozing from the staple line. The surgeon had to cauterize and use a hemostatic agent to address the leak. Blank MDR fields: follow-up was attempted, but the missing patient information in report was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Implant date field is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a davinci-assisted gastric bypass (roux-en-y) surgery procedure, there was a staple line leak along unspecified tissue, and an unspecified volume of blood oozing from the staple line. The surgeon had to cauterize the area and use a hemostatic agent (surgicel) to address it. The procedure was completed robotically. There were no error messages/alarms, no clamping issues, and no malformed staples. There was no tissue abnormality, and no buttress material was used. The surgeon attributed the leak to the sureform 60 stapler blue reload.